Event description:
Dit was reported that there was an issue with ek002su - disp.univ-sealing unit f/10/12mm trocars. According to the complaint description, the product broke during the surgery and fragments fell into the patient body. All the pieces of the product that fell into the patient body were removed. The product has been discarded. An additional medical intervention was necessary. Additional information has been requested. The adverse event is filed under aag reference (B)(4). Involved components: ek236su - disp.trocar thrd.w.dilating pin 12/110mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation: an investigation method could not be applied, because products were not provided to us for investigation. No products at hand, therefore a failure description of the product is not possible. Batch history review: a batch number was not provided and the device quality and manufacturing history records (DHR) could not be reviewed for this product. Explanation, rationale, conclusion and root cause: on the basis of the current information and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based on the investigation results, a CAPA is not required.

Event description:
The adverse event is filed under aag reference (B)(4). Involved components: ek236su - disp.trocar thrd.w.dilating pin 12/110mm - lot unknown.